Event description:
It was reported, that the two dynesys pedicle+set screw 6.4x50 were missing in the sterile box when it was opened on (B)(6) 2015. The box was found empty.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).